Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) a plate exhibited contamination after inoculation and incubation with patient sample. The contaminant was reportedly large, flat, spreading colonies, which resembled mold. It was found outside of the patient inoculum streak pattern near the plate wall. No results were reported, and the sample was requested to have a recollection. There was no further health impact or consequence reported.

Event description:
Report 3 of 4: it was reported while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) a plate exhibited contamination after inoculation and incubation with patient sample. The contaminant was reportedly large, flat, spreading colonies, which resembled mold. It was found outside of the patient inoculum streak pattern near the plate wall. No results were reported, and the sample was requested to have a recollection. There was no further health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 4345753 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed; there is no other complaint taken on this batch 4345753 for this defect. There were no retention samples available for investigation of this complaint. Four photos were received for investigation of this complaint: one photo shows the side view of an inoculated plate with visible contamination on the side. One photo shows the top view of an inoculated plate (w/ lid on) with visible contamination on the side. One photo shows the top view of an inoculated plate (w/ out the lid) with visible contamination on the side. One photo shows the under view of an inoculated plate with visible contamination on the side (batch information can be verified in this photo (B)(4)). There were no returns available for this investigation. This complaint cannot be confirmed; the integrity of the samples cannot be confirmed post inoculation. No conclusions can be made from the evidence provided. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for contamination.